Manufacturer narrative:
Reported event of catheter broken. Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that an extractor pro rx retrieval balloon was used in the common bile duct during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2015. According to the complainant, during the procedure, the balloon catheter broke in half. The broken catheter was removed with the scope and no part of the device detached inside the patient. The procedure was completed with another extractor pro retrieval balloon. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
A visual examination of the complaint device revealed that the catheter was broken with a stretched portion at the point of breakage. Functional analysis could not be performed due to the condition of the device. Based on the condition of the returned device, the reported defect of catheter broken was confirmed. The noted defects likely occurred due to pressure from stones encountered during the procedure which limited the performance of the device and resulted in excessive force being applied in an attempt to remove the stone which caused the catheter to break. Therefore, the most probable root cause is operational context.

Event description:
It was reported to boston scientific corporation that an extractor pro rx retrieval balloon was used in the common bile duct during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2015. According to the complainant, during the procedure, the balloon catheter broke in half. The broken catheter was removed with the scope and no part of the device detached inside the patient. The procedure was completed with another extractor pro retrieval balloon. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.